Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a revision hip was performed due to the cup spinning out and that the surgeon noticed black debris on trunnion and femoral head when head removed from stem. It was further reported that this procedure involved a trident cup x3, 0 degree liner, accolade 2 stem, 32 -4 head.